Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a pelvic exenteration, the jaws could not be re-opened while applied to tissue. The surgeon removed the device from tissue manually with no tissue damage or pt injury. The surgeon opened another instrument and successfully completed the procedure. After the procedure, it was noted that the device knife was extended from beyond the jaws of the instrument.